Event description:
Sclerosing chemotherapy agents were infusing for ninety-six hours through a broviac type catheter. The catheter broke off completely and separated at the junction of the proximal sheath with the catheter hub, as a physician picked up the patient to examine her. A small amount of chemotherapy and blood leaked out before the physician grabbed the broken end and secured it. Since the patient had just eaten, the broken catheter was removed and new catheter placed under general anesthetic in the or the next day.